Event description:
It was reported that the customer experienced high blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T: slim user guide indicates, cartridge is contraindicated for use with products other than humalog and novolog.